Event description:
The valve was explanted due to endocarditis. The patient had a history of endocarditis, however, evidently this was not active at the time of this implant. The annulus was "very infected" at explant. According to the or nurse, the valve itself did not appear infected.